Event description:
It was reported that bd unknown catheter leaked. It was reported by the customer that one nurse wondered if the change in IV catheters (2.5 years ago) contributed to the or infiltration event stating that the hospital changed from bd autoguard to bd nexiva catheters and some nurses struggle, even nurses who have experience in IV insertion on challenging patients. However, of the nurses the cpc spoke with all of them stated they actually prefer the bd nexiva. According to the med-surg clinicians autoguard is still used by anesthesia and ed. Verbatim: rcc received a complaint via email. Email(s) attached. One nurse wondered if the change in IV catheters (2.5 years ago) contributed to the or infiltration event stating that the hospital changed from bd autoguard to bd nexiva catheters and some nurses struggle, even nurses who have experience in IV insertion on challenging patients. However, of the nurses the cpc spoke with all of them stated they actually prefer the bd nexiva. According to the med-surg clinicians autoguard is still used by anesthesia and ed. Additional info: this complaint was filed with bd only when the account managers were here for a site visit. I have no knowledge or information on this issue with the autoguard catheters. Additional info: as noted below, I have no information on this issue. It was not reported to risk management at the time it occurred.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
Event date updated to unknown.

Manufacturer narrative:
Event date updated in b tab. Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.